Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to observations of noise and pacing impedances less than 200 ohms. No additional adverse patient effects were reported.

Event description:
Additional information was received that this patient experienced a syncopal episode three days before the rv lead with noise and high pacing impedances was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The 3191 code was used to denote surgical intervention.